Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is application of off-axis forces while inserting the device into the arteriotomy due to the presence of calcification. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the there was a kink in the angio-seal device locator. The angio-seal device was used for hemostasis after a percutaneous coronary intervention (pci) for severe stenosis of lad #7. The locator/insertion sheath assembly was attempted to be inserted into the puncture tract of the right common femoral artery; the locater became kinked as there was calcification. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The physician mentioned that the device was not the cause of the event. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage for the patient. There was no patient injury, medical/surgical intervention required. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.